Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 8th, etc.) ---no information. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)?---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open total gastrectomy, the target tissue in the middle (about 1cm) was not stapled properly when the device was used on the duodenum. Although the staples were deployed on the site, the formation of deployed staples was unknown. Reinforcement material was not used. Another competitive device was used to complete the case. There were no adverse consequences to the patient.